Manufacturer narrative:
Device evaluation: two unused samples were returned for investigation. Visual inspection, flow test, cap assembly test, membrane diaphragm dimensional, dimensional molding components were executed with samples received. Results: samples received were found acceptable within specifications in all inspections and tests performed. Complaint was not confirmed as returned samples for analysis were found within specifications for assembly, flow test, diaphragm (membrane) dimensions, lug dimension and functional testing. No correction activities are being performed as the returned samples were found within specification. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the speaking valves have a flutter diaphragm, which can be "coughed up" by the patient during a vigorous cough. It was noted that the cross bracing does not provide sufficient support, so that the valve subsequently closes only to a limited extent. This in turn means that patients are not only unable to speak, they are aphonic as a result, but especially that the swallowing and protective functions are restricted. For the latter, a certain pressure build-up is required. Since a protective cap is placed over the speaking valve and in the neurology department in particular, a clientele with limited cognitive or linguistic competencies and potential vigilance reduction, this leak is often not noticed, which subsequently means an increased risk of aspiration of already weakened and vulnerable people. Based on observation by the treatment team, to avoid injury to the patient, use was restricted and speech therapy and the senior physicians switched to speech valves from another provider. If the described event occurred, the patient was aspirated immediately after the problem was identified. Additional information was received that indicates it is unknown whether this event really occurred or whether it was just a concern as a possible event.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Expiration date, PMA/510(k) and manufacture date are unknown, no information is available based on reported lot number. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.